Event description:
It was reported there was unknown black residue attached to the package and its nature could not be determined, and the sterility and surgical safety could not be ensured. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable as this is not an implantable device. Section d6b: explant date: not applicable as this is not an implantable device. Section e1: telephone number: unknown/ not provided. Device evaluation: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.